Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit was not functional, the oscillating head was missing some pins, the device had general wear, could not hold the blade and was running loud. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device made noise and would not drill. During in-house engineering evaluation, it was determined that the unit was running loud. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.